Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2022 to treat abdominal pain. After implant, the patient complained of localized pain or discomfort which the physician believes is related to the placement of the implanted anchors in conjunction with the patient's low body mass. In (B)(6) 2023 the physician and patient determined the plan of care would include surgical intervention to remove the anchors. On (B)(6) 2023 a procedure was performed in which, instead of removing the anchors as previously planned, the existing implanted leads and anchors were placed in a less superficial position to alleviate the patient discomfort. No components were explanted or replaced during the procedure.

Manufacturer narrative:
There are no indications or allegations that any portion of the nalu system failed or malfunctioned. Per the implanting physician, the patient condition (low body mass) and superficial placement of the implanted anchors caused discomfort, which was alleviated by placing the implanted components in a deeper position.